Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that there is no evidence in the logs that of a device malfunction. Additionally, it is recommended to perform accessory and device checks at every shift check and have a spare battery with the device when deployed. Device was returned to zoll for evaluation and passed all functional testing. Device was able to power up using known good battery with no issues. No battery was returned for evaluation and therefore the fault could not be confirmed. No fault found. The device was recertified and returned to the customer. No emerging trend based on similar reports.